Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 427 mg/dl at the time of the incident. Current blood glucose level 224 mg/dl. Customer was treated with manual injection and insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The infusion set was change prior to the event. Customer alleged that insulin pump was under delivering because after disconnection from the site and 20 or 40 carbohydrates was put which may had given 1.6 unit and insulin was not coming out from the end. The infusion set was leaking. The device will be returned for analysis.